Event description:
Patient presented to the interventional lab for a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa). The vessel was described as tortuous and moderately calcified. There is no information as to which sfa was being treated. A v18 control guidewire was used to access the lesion, a terumo sheath was placed in the groin, and the balloon was advanced to the lesion. The information states that due to the calcification of the lesion, the balloon was pinhole ruptured. An indeflator was used, but there is no information as to length of time and amount of pressure that was applied to the balloon. There was no injury to the patient.